Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8596, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter (B)(4).

Event description:
The patient was currently receiving baclofen via their implanted intrathecal pump. The manufacturer/type of baclofen, drug concentration, dose rate, and drug lot number was unknown. The indication for use regarding the pump was intractable spasticity and head/brain injury. It was reported that after implant the silver of the pump was visible through the patient's skin. The date of the event was unknown. It was believed that the patient might be too active for the pump. A total system explant was performed. The patient was now receiving oral baclofen. The situation resolved. No further information was reported. Additional information requested regarding the patient&#38112;medical history, clarification of baclofen intrathecal, other medication received at time of the event, troubleshooting performed and results, and cause of the event.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare professional (hcp). The pump was used to deliver lioresal 125mcg/day; the drug lot number and concentration were unknown. At the time of the event the patient was also taking a multivitamin. The patient's past medical history included spastic quad secondary to traumatic brain injury (tbi). Following the implant surgery on (B)(6) 2006, the patient experienced a seroma which was monitored by neurosurgery. On (B)(6) 2007, the hcp noted open skin with the pump exposed so it was removed. The cause of the exposed pump was unknown; however, the patient with bi (brain injury) - manipulated wounds regularly.